Manufacturer narrative:
Evaluation statement the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed 2 dissimilar complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatches: 1221934-2018-51066, 1221934-2018-51067. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during an acl repair that 3 of the customers biointrafix large sheaths, 30mm, broke. The sales rep stated the 1st sheath broke upon insertion. The surgeon lightly tapped the sheath once to push it down further into the bone hole when the sheath split apart. The sales rep stated the sheath was still fully on the inserter and not all the way in the bonehole. The surgeon removed the sheath completely and opened a 2nd sheath. The 2nd sheath was flattened when removed from the packaging and when the surgeon tried to place it on the inserter it cracked. The surgeon then opened a 3rd sheath to the same effect and failure as the 2nd sheath. The surgeon completed the procedure with a different sheath with no patient consequences or time delay. The surgeon had opened a biointrafix tapered screw to use with the previous sheath and requests this to be replaced also. The sales rep stated that the patient was a (B)(6) male. The bone quality was hard. He stated the patient was big but did not have his exact weight. The sales rep stated he had no knowledge of the patient prior surgeries, preexisting medical conditions, or medications he was taking.